Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had his implantable neurostimulator (ins) replaced in may. It was reportedly replaced due to ¿problems with wires disconnected and stuff.¿ it was reported that the connection had become loose.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v319144, implanted: (B)(6) 2010, product type: lead; product ID 3389s-40, lot# v013245, implanted: (B)(6) 2007, product type: lead; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension; product ID 3389s-40, lot# v319144, implanted: (B)(6) 2010, product type: lead; product ID 3389s-40, lot# v013245, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
Additional information received reported that there was a probable loose connection at the lead-extension junction. It was noted that they suspected partial loose connection. It was further noted that there was scalp paresthesia when the extension was palpated. It was noted that the event was attributed to the extension. It was noted that there was an open circuit on contact #11. There was surgical intervention to explant and replace the implantable neurostimulator (ins) and extension. The open circuit on lead 11 was resolved and was scalp paresthesia and right body paresthesia with lead palpation. It was noted that there was a skull series and it was normal with no wire fractures seen. The patient required hospitalization for the event for ins repair only. The patient outcome was recovered without sequelae.